Event description:
It was reported that the device was placed in the patient and the tip of the needle broke off in the catheter. The nurse removed the syringe and the tip of the needle from the IV was on the tip of the syringe. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history review (DHR) was performed, and found no discrepancies or abnormalities relevant to the complaint. No root cause could be determined as the complaint could not be confirmed. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).